Event description:
It was reported that this right atrial (ra) lead was an attempted implant as it dislodged five times during the procedure. At the fifth reposition attempt, high pacing threshold measurements were identified. Consequently, it was decided to implant a different lead and the procedure was completed successfully. No adverse patient effects were reported the product is expected to return for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant as it dislodged five times during the procedure. At the fifth reposition attempt, high pacing threshold measurements were identified. Consequently, it was decided to implant a different lead and the procedure was completed successfully. No adverse patient effects were reported. The product is expected to return for analysis. According to the initial information provided from the field, the product is expected to return for analysis, but it has yet to arrive to the laboratory. Several attempts have been made to retrieve the product, but no response has been received. If the product is returned, analysis will be performed, and a supplemental report will be provided.